Event description:
Additional information received indicated the alp had low i2i throughput and no capture.

Event description:
It was reported that the patient's atrial leadless pacemaker (alp) dislodged. Further information was requested but not received.

Event description:
Additional information received indicated the dislodgement was discovered in clinic and verified via a chest x-ray (cxr). It was noted that the alp embolized to the groin area. The alp was successfully retrieved on (B)(6) 2026, and there are no plans to reimplant a device. Additionally, it was noted the alp was not functioning appropriately. The patient was stable throughout the procedure.